Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports he has an itching, red rash under whole tape collar in which he was prescribed hydrocortisone cream and nystatin ointment.